Manufacturer narrative:
This event has been recorded by zimmer biomet under dover. This medwatch is being filed to relay additional information. Product review of the electric dermatome sn (B)(6) by dover on 17 april 2020 revealed that the motor was rough, the head was nicked, and the cord was cut. The unit did not meet the calibration requirement. Repair of the device was performed by dover on 17 april 2020 which included replacement of the following: cord, motor, head, control bar, bearings. Additional repair included recalibration. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during pre-op testing the unit had two abrasions to the cord shielding. There were exposed wires. No harm or delay reported. No adverse events were reported as a result of this malfunction.